Manufacturer narrative:
(B)(4).

Event description:
It was reported that a gradual increased in pacing lead impedance and capture thresholds were observed. At recent check-up, both measurements were high. The lead was replaced on (B)(6) 2015 and was abandoned in the patient. There were no complications. Patient is well.